Manufacturer narrative:
Reference medwatch 2032227-2015-07203 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with her sensor and blood glucose level readings. Her blood glucose level was 512 mg/dl but her sensor glucose reading was 92 mg/dl. She also had calibration issues. The customer received several meter blood glucose now. The insulin pump re-initialized unexpectedly after inserting the sensor. The insulin pump went into threshold suspend when her blood glucose level was 32 mg/dl. The product was not returned. Nothing further to report.